Event description:
1/3/98: during placement of port-a-cath at the cephalosubclavian route, the surgeon noticed a foreign body catheter in the superior vena cave. X-ray report confirmed the presence of the foreign body catheter. 4/7/98: removal of foreign body catheter. 1/7/98: x-ray demonstrated successful removal of foreign body catheter.